Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 health effect impact code: f26. H6 component code: g03001. D8: was this device serviced by a third party? No. The field service representative (fsr) inspected the analyzer and performed several troubleshooting procedures. The fsr identified that the observed discrepant results were all processed in cuvette # 122 on the module. The alnty c-series cuvette was replaced and the fsr performed a cuvette wash. The module function was verified with a control run. An instrument service history review of the alinity c processing module serial (B)(6) verifies no subsequent issues have been reported related to discrepant results post service intervention. A review of tracking and trending did not reveal any trends for the alinity c processing module or the replaced part alnty c-series cuvette. Additionally, labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the alnty c-series cuvette was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported falsely depressed sodium results on the alinity c analyzer. The customer provided sid 579395 initial result = 112 mmol/l, repeat = 142 mmol/l. The sample was tested on the adl 90 flex direct ise gas analyzer, result = 144 mmol/l. The customer¿s normal range: 133 to 146 mmol/l. There was no impact to patient management reported.